Event description:
It was stated that the customer had high blood glucose levels of 478 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The high pressure test was performed and the insulin pump did not pass the test.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty sensor. Unable to perform further testing due to the prime anomaly.